Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information obtained identified the patient had the scs ipg replaced with a new one.

Event description:
Additional follow up revealed that patient¿s scheduled surgery was canceled due to a fall. Patient is currently being evaluated for other injuries associated with the fall. Surgery remains pending at this time,

Event description:
Additional information identified issue was resolved.